Event description:
It was reported that the 9800 system was arcing from the x-ray tube. Also the casters would not roll correctly. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and casters were replaced and the high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.